Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in needle through catheter. It was reported by customer that damaged bd nexiva diffusics IV. IV placement successful with good blood return, but while disengaging needle from inside outer cannula, needle tore through outer canula of device, causing leakage, tubing kink, and infiltrated IV. Verbatim: rcc received a complaint via email. Email(s) attached. We received a safety report from the radiation oncology team located inside xx but that group is part of yy. The nurse states the following: damaged bd nexiva diffusics IV. IV placement successful with good blood return, but while disengaging needle from inside outer cannula, needle tore through outer canula of device, causing leakage, tubing kink, and infiltrated IV. Bd nexiva diffusics: lot: 4247503, exp: 8/31/27.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383591 and lot number 4247503 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.